Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy procedure, the jaws would not open. Procedure completed with same/like device. There was no adverse consequence to the patient.